Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that patient underwent an unrelated procedure and prior to surgery had turned off therapy but did not place the ipg in surgery mode. Following the procedure, ipg was unable to communicate with external devices. Company manufacturers met the patient and were able to reset the ipg and therapy was restored.

Manufacturer narrative:
An inoperable pulse generator was reported to abbott. The system was not set to surgery mode while the patient underwent an unrelated surgery where electro-cautery may have been used. The system was recovered through abbott intervention. A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. The results of the investigation are inconclusive since the device was not returned for analysis. Actions have been taken to prevent reoccurrence.